Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use were observed. Small amounts of tissue and charred blood were observed on the heating element. No visible defects were observed. The device was evaluated for electrical function. The device passed the pre-cautery test; it produced visible steam and heat. No smoke or steam was produced that could be considered excessive. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance evaluation was conducted to evaluate the device function. The device passed the resistance and temperature measurement tests. Based on the results of the evaluation, the reported complaint was unable to be confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not burn of the start of the procedure and caused a lot of smoke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.